Event description:
Hologic inc. Novasure impedance controlled endometrial ablation device would not function. A subsequent "like' device was utilized without incident. Novasure representative (B)(4) present.